Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 10 months after implant placement. The patient's x-ray was provided. The bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection was observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.